Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Unit had intermittent button response due to corroded keypad traces. No frozendisplay, numbers ramping or scroll bars moving up noted. The device had a hadcracked display window corner and broken belt clip slot at battery tubethreads area. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was performed. The device was returned for analysis.